Event description:
It was reported that the pump shut off unexpectedly. There was no impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
MDR initial report 3013756811-2025-263233 was submitted in error. Per the information reported, the user did not experience a pump issue as the pump turned off due to the user failing to charge the pump.